Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown locking or cortex/unknown lot number. It is unknown if the screws were locking or cortex. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable. Original implant surgery was (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 7 hole locking compression plate (lcp) narrow: (quantity 1). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. The root cause was indeterminable with the available information. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to nonunion. Patient had an open reduction internal fixation (orif) for a right humeral shaft fracture on (B)(6) 2017. Surgeon treated patient with a 7 hole locking compression plate (lcp) narrow and a combination of seven locking or cortex screws. During revision surgery on (B)(6) 2017 surgeon removed all exposition hardware, without complication or delay. Patient was re-plated with a longer plate and some non depuy synthes bone grafts. It is unknown the manufacture of the newly implanted plate. Patient¿s outcome is unknown and there was no surgical delay. This complaint involves one device. Concomitant devices reported: 7 hole locking compression plate (lcp) narrow: (quantity 1). This report is 1 of 1 for (B)(4).